Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one j shaped clip was released. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications; in addition the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the jaw could not be open. This event occurred probably at the 2nd firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. When the sales rep checked the device after the operation, the jaw was still closed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.